Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Medical device problem code: (B)(4). The returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator head had seven bands attached, some of them were overlapped and moved from their position. The ligator head teeth were damaged/bent and the suture hole was damaged. The slack was taken up correctly and the handle presented marks indicating that the trip wire was secured. The suture had five knots and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands, attached from the ligator head, were moved from their position and overlapped. The ligator head teeth were damaged/bent and the suture hole was damaged. It is possible that some of the knots along the suture thread got dislocated from the teeth of the ligator head due to user manipulation during preparation, or some techniques performed during procedure and/or even anatomical factors contributed as well. The dislocated knots from the suture could have contributed to the difficulties when releasing the bands, which may have also caused some of bands got overlapped, consequently, damaging the ligator head teeth, and most likely including the suture hole. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. During the procedure, upon rotating the handle, the bands would not deploy and they remained on the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.